Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned to abbott vascular (av) for analysis. Av reviewed the lot history record and there were no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Av conducted root cause analysis and determined the issue may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with no tortuosity or calcification. The 5.5 x 40 mm armada 18 balloon dilatation catheter (bdc) was advanced without issue. The bdc began to be inflated in an attempt to go to nominal pressure, but a leak was observed at the hub. The inflation was stopped, and the device was removed without issue, and replaced. A new 5.5 x 40 mm armada 18 bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.